Manufacturer narrative:
During the technical inspection, the error description provided by the customer, "foggy", could not be confirmed. The customer complaint could not be confirmed; the appearance and function of the device comply with the currently valid specifications. No defects or deviations can be found regarding the reported error. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the scope is "foggy". No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.